Event description:
It was reported that there was a problem with diagnostic information not being displayed on a carelink transmission. The report does not show r-wave measurements since (B)(4), 2011. Patient also has had significant atrial fibrillation since (B)(4). The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.